Event description:
The device was used to treat a witnessed arrest pt who reportedly collapsed in a stream. The device allegedly gave a constant connect electrodes message when the combination electrodes were attached. A back up device was obtained and treatment was continued using new electrodes. The pt was not resuscitated. The reporter stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.